Event description:
Customer reported issues with her pump, including the need to charge the battery several times a day. There was no adverse impact to her blood glucose level reported. The customer declined further follow-up, and due to being out of warranty, the case was documented with the available information. The technical team calculated the battery depletion rate, and the case was closed.